Event description:
It was reported that the patient's dbs system was explanted due to infection. The cause of the infection was not known, but the infection was deemed to not be related to the device. Additional information was received that the patient's dbs extensions were also explanted during the procedure.

Manufacturer narrative:
The devices were disposed of and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7073171; product family: dbs-ipg-r-MRI, upn: m365db1200s0, model: db-1200-s, serial: (B)(6), batch: 742120; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch:7075169; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7075332.

Manufacturer narrative:
The devices were disposed of and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed. (B)(4). Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7073171. Product family: dbs-ipg-r-MRI, upn: (B)(4), model: db-1200-s, serial: (B)(4), batch: 742120.

Event description:
It was reported that the patient's dbs system was explanted due to infection. The cause of the infection was not known, but the infection was deemed to not be related to the device.